Event description:
It was reported that the patient presented to the ER after experiencing multiple shocks. The device was found to be in back-up vvi mode most likely due to a depleted battery. The patient was intubated and placed on a ventilator. Session records revealed the patient was experiencing incessant vt and vf and receiving a shock about every minute. Anti- arrhythmics were effective in controlling the patients rhythm. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.